Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, interaction with accessory devices, damage to the catheter, patient disease state, interaction with previously placed stents or accumulation of blood or contrast. In this case, it is possible that the device may have interacted with the moderately calcified, moderately tortuous, 90% stenosed lesion during advancement, causing the reported difficult to advance. Further interaction with the challenging anatomy during positioning and inflation of the device may have contributed to the reported material rupture; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left circumflex (lcx) artery with moderate calcification and moderate tortuosity. After pre-dilatation with a non-abbott balloon, the 2.5x28mm xience skypoint stent delivery system (sds) was advance with difficulty to the target lesion due to the anatomy. The stent was attempted to be implanted; however, the balloon of the sds ruptured during the first inflation at 6 atmospheres (atm). The stent remained on the delivery system and was able to be removed with the delivery system without issue additional dilatation was performed followed by implantation of a non-abbott stent to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.